Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient's device was very low, and they expressed concern about the function of the device. Follow-up with the clinic indicated that the patient has not been seen for a device check recently. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.